Event description:
Customer reported that she had blood glucose of 187 mg/dl. Customer stated that her insulin pump was not working correctly, it was alarming button error. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, cracked reservoir tube lip and a cracked belt clip slot.